Manufacturer narrative:
Patient¿s weight is not provided for reporting. Date of postoperative breakage is unknown this report is for one (1) anterior lateral distal tibia plate that broke. Part and lot numbers are not provided. Without the specific part and lot number, the UDI is not available. Original implant date is sometime in (B)(6) 2017; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is sometime in (B)(6) 2017; exact date is unknown. Reporter last name is not provided. PMA (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery sometime in (B)(6) 2017 for treatment of a tibia fracture. Patient was implanted with one (1) anterior lateral distal tibia plate, 2.7mm (va)variable angle locking screws (unknown quantity and length) and 3.5mm cortex screws (unknown quantity and length). On an unknown date, post-operative, patient presented with a non-union. The tibia fracture failed to heal. On (B)(6) 2017, surgeon removed all implants and revised the patient to a tibia nail construct. It was reported that the anterior lateral distal tibia plate was broken at the proximal 3.5mm screw hole position. No screw was implanted in this screw hole position. It was reported that no fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant device reported: 3.5mm cortex screw (part # unknown, lot # unknown, quantity unknown), 2.7mm (va)variable angle locking screws (item # unknown, lot # unknown, quantity unknown). This report is for one (1) anterior lateral distal tibia plate that broke. This is report 1 of 1 for complaint (B)(4).